Event description:
The caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer drank water to address the elevated bg level and did not require third-party assistance. After being provided instructions, the customer reset the pump without recurring issues and was informed to contact support if the malfunction code appeared again. The customer was able to continue using the pump and acknowledged the resolution provided by technical support.